Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during an advantage fit + posterior repair procedure performed on (B)(6) 2019 to treat sui and rectocele. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. This complaint was received as litigation from a legal source in australia. The implant surgeon is: dr. (B)(6). Imdrf patient code e2401 captures the reportable event of unspecified injury.